Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed via manual insulin injection. During troubleshooting, customer observed air bubbles in the tubing. Customer changed pump supplies, primed the tubing, and successfully resumed insulin delivery.